Manufacturer narrative:
Age/date of birth=average age. Sex= majority gender. Date of event=date of publication. Mid-to-long term mortality following surgical versus percutaneous coronary revascularization stratified according to stent subtype: an analysis of 6,682 patients with multivessel disease https://doi.org/10.1371/journal.pone.0191554. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal was received for review. An observational cohort of consecutive patients treated with pci and CABG between 2004 and 2015 was examined. The study was to evaluate mid-to-long term mortality following surgical versus percutaneous coronary revascularization stratified according to stent subtype. 6,682 patients were included in the final analysis (4,388 patients in the CABG group and 2,294 patients in the pci group).a total of 377 patients received paclitaxel- eluting stents (pes), 475 patients received sirolimus-eluting stents (ses), 286 patients received everolimus-eluting stents (ees) and 922 patients received medtronic zotarolimus-eluting stents (zes). Mortality outcomes were assessed over 30 days, 1 year, 3 year and 5 years. It was found that ees and zes had comparable mortality compared to CABG.